Event description:
It was reported the battery voltage measured 2.57v upon interrogation. Performance data from the device shows the average daily battery voltage over the last 14 days was 2.89 v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.57v and the daily measurement was 2.9v.